Event description:
It was reported to boston scientific in 2007, that a hydratome rx sphincterotome device was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure in a female patient (age and weight unknown) one day prior. According to the complainant, "it was noticed that once the device came out from the end of the scope that there was a piece of plastic fragment on the distal tip. They attempted cannulation resulting in trauma [which resulted in bleeding] to the papila. Hemostasis was achieved and cannulation was resumed and ... [The physician completed the procedure with this hydratome rx sphincterotome] " no complications were reported as a result of this issue, and the patient was reported as "ok" following the procedure.

Manufacturer narrative:
A visual examination of the returned device confirmed the reported event. A visual evaluation of the returned unit revealed that the cutting wire was bent slightly. There is not enough evidence at this time to determine when or where this damage occurred. A review of the device history record for the pertinent lot was performed; no anomalies were noted.